Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the displacement test. Unable to confirm excessive no delivery alarm or perform the occlusion test, prime/compromised force sensor system test and no delivery test due to motor error alarm. Insulin pump had cracked battery tube threads, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a failed battery test, and a no delivery alarm. Blood glucose level at the time of the incident was 421 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.